Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01633. Patient is implanted with model 6145 and not 6149. However, neither are reportable to the FDA. The reports were submitted in error. Device is not released for sale in USA. There is not a similar or like device available. Note. Please disregard the report, as it was submitted in error.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01633. Note: both leads are reported as it is unknown which lead had the issue. It was reported one of the patient's dbs leads had migrated. Surgical intervention may take place to address the issue.